Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. This was found during a routine check of their device. Later the customer tested the device again, this time the device powered on momentarily then powered off.     There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The device was able to power on under battery power, but not with ac power. The power module assembly was replaced. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed power module assembly was further evaluated. It was confirmed that the device was able to function properly with battery power but not with ac power. The cause of the reported issue could not be conclusively determined.